Event description:
Pt experienced aortic injury during atv accident in 2004. Placement of tag gore stent graft likely saved his life. In 2007, the stent was noted to partially collapse and was repaired endoscopically with balloon dilatation and insertion of another graft. Eight months later, the stent collapsed completely and the pt had to have surgical resection and repair. The surgeon thought that the way in which the stent folded looked unusual and is interested in further analysis of the nitinol struts. During the 2007 repair a 26mm gore tag thoracic endograft was placed proximal to the previously collapsed graft. The entire region was dilated with a trilobular gore balloon followed by the reliant thoracic balloon. After the balloon dilatation proximally and distally, it appeared that the ring of the graft opened up in all 3 segments proximally and distally.